Manufacturer narrative:
Concomitant medical products: 4068-52 lead, implanted: (B)(6) 1997. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room with syncope. No capture was observed for the right ventricular (rv) lead which was suspected to have fractured. The lead further exhibited an upward impedance trend which had rose to high levels. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.